Manufacturer narrative:
The insulin pump was received with a failed battery test alarm after battery change due to the power connector on battery tube not being plugged in properly into (b1) connector on interface board. They were unable to verify the low battery alarm or operating currents due to a failed battery test alarm. No blank display noted. The insulin pump had a cracked case at the display window corner, a cracked lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube window.

Event description:
The customer reported via phone call that she was still having issues with her battery going into low battery on the insulin pump. Customer stated that she is getting a blank display at a meeting. Customer stated that the battery lasted about 9 days. Customer stated that she was going to have some lunch and when she checked her blood glucose, it was high. Customer received a low battery alarm. Customer's blood glucose was between 250-260 mg/dl. Customer was calling back after receiving a new battery cap. Customer stated that the battery compartment is not damaged or corroded. Customer stated that the display returned after inserting a new battery. Customer stated that she treated with the pump. Customer will be sent a replacement pump.